Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when they inserted the connector in the board socket, the green light-emitting diode (led) turned on activating the cut / coagulation function. There was no further information available at this time.